Manufacturer narrative:
Based on the 6 pages of medical records information, it appears that on (B)(6) 2015, the patient had a peritoneal dialysis fluid culture that showed a white blood cell count of 5626mm3. There was no documentation in the medical record that revealed a final culture result or any antibiotics. According to the pdrn, the patient was diagnosed with an episode of peritonitis without allegation of device malfunction. The pdrn stated there were no fluid leaks reported during treatment or prior to infection. Per pdrn, the fluid culture results showed no growth but exhibited an extremely high white cell count. The pdrn indicated the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique during treatment; the patient had disconnected from the cycler to use the rest room and did not wash hands before disconnecting or reconnecting to the cassette. Pdrn stated the patient was not hospitalized and wa treated in-clinic with vancomycin and fortaz. A supplemental medwatch report will be submitted upon completion of the device manufacturer's investigation.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient's caregiver called technical support, requesting assistance in canceling treatment. Upon follow with the patient&#62688;pd nurse, she confirmed the patient was not taken to the hospital emergency room, but was treated at the clinic. The patient was diagnosed with touch contamination peritonitis and treated with antibiotics. The patient remains w/the ccpd program.